Event description:
It was reported that the lead was surgically abandoned due to allegations of noise and high out of range pace impedance measurements greater than 2500 ohms. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).